Event description:
Name of procedure: laparoscopic cholecystectomie. Event description: the device was used during a lap. Cholecystectomie. The clipapplier was used in combination with our 11mm trocars. The clipapplier malfunctioned, no clip got deployed at first , after some uses a clip got deployed but got stuck at one side of the tip. The same malfunction took place on two other occasions , 2 lap. Cholecystectomies on the 13th and 18th of november. The setup was the same. Intervention: opening another ca500 which was working just fine. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit and all remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomise. Event description: the device was used during a lap. Cholecystectomise. The clipapplier was used in combination with our 11mm trocars. The clipapplier malfunctioned, no clip got deployed at first, after some uses a clip got deployed but got stuck at one side of the tip. The same malfunction took place on two other occasions, 2 lap. Cholecystectomies on (B)(6). The setup was the same. Intervention: opening another ca500 which was working just fine. Patient status: no patient injury reported.